Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No adverse patient effects were noted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. During x-ray, birds nesting was observed at the terminal end of lead. This type of damage is typical of helix extension/retraction difficulty which likely occurred during revision/explant. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.